Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator, pad-pak installed less than 2 months.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies (B)(4) on (B)(6) 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2016. The device was disassembled for further investigation. A voltage was applied directly onto the membrane tail and a measurement was recorded. No leakage should occur between these tracks; therefore, this measurement indicates a fault and confirms a breakdown of tracks within the membrane. This current leakage also caused the installed pad-pak to become depleted.